Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v385091, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient system was not working and did not help with their problem. A follow-up report will be sent if additional information becomes available.